Event description:
Per the clinic, the patient developed an infection at the implanted site. Subsequently, the patient was treated with oral and topical antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.